Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. It should be noted: the reported treatment is inconsistent with the reported reading obtained on the hospital meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time she received a reading of 36 mg/dl on her adc blood glucose meter and self-presented to a local healthcare facility. It was further reported that in the emergency room a reading of 118 mg/dl was received on a hospital meter. Customer was reportedly treated with oral metformin and an insulin injection. No additional information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1515601 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.